Event description:
03/05. The retain test strips involved in this case has been evaluated by lifescan product analysis with the following findings: th retain test strip (lot# 1021901) has failed testing and was escalated to clinical test, where it also failed. However, the strips expired prior to test completion. At this time co considers this matter closed.